Event description:
It was reported the pt was unable to adjust the stimulation. The pt stated this was the third time this had occurred. The pt programmer was replaced and noted to have an antenna jack problem that was repaired by the MFR. The pt also had issues with recharging stating they were recharging more than expected. The recharger was ok, but did have a loose connector pin on the desk top charger. There was no telemetry. The device may have been flipped, although it was not confirmed. The pt was not feeling any stimulation as of (B)(6) 2011, although had felt stimulation just a few days prior and was able to successfully recharge the device. The pt charged their implant up to 50% on (B)(6) 2011, but several days later the battery showed empty. Recharge stats showed the pt had last recharged the battery in (B)(6) 2010 and had attempted on (B)(6) 2011. A physician mode recharge (pmr) was performed on the device and the battery started to charge normally within 10 minutes. Impedance readings were within normal ranges except on 0, 5, 8, 10, 11 that were >10000 ohms. Testing at a higher voltage was not done due to pt sensitivity. The pt's device was reprogrammed and the pt felt the stimulation in the appropriate areas. The pt was to monitor recharging over several weeks. By (B)(6) 2011, high impedance was still noted. The most distal contacts and the mid-electrodes contacts were affected. All others appeared ok. The pt experienced a loss of therapeutic effect. He felt the stimulation in the same location, but didn't feel the benefits were as good as before. The pt also felt tingling. The pt experienced positional changes and kept the pt programmer and antenna with him at all times. The device was reprogrammed with higher amplitude, but was unable to go above 1.0 volts. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4). Final device analysis: model number: 37743, (B)(4). Pins 4 and 5 were open. The antenna jack was replaced. The face plate was scratched and replaced.